Event description:
Complainant alleged that during functional testing, the device prompted a "change batteries" message inappropriately. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.